Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 322 latch switch error" was reproduced. A review of the event history log revealed "system error 322" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upper latch switch stuck in position. The upper auxiliary asspmbly is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.